Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out-of-range (oor) pacing impedances on the right ventricular {rv) lead, measuring greater than 2000 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).